Event description:
It was reported that during use of the device for cardiopulmonary bypass procedure, the blood parameter monitor (bpm) was not properly reading the potassium (k+) values. The device was not changed out, as the customer used an I-stat to monitor k+ values. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the perfusionist (ccp) stated that over the past one to two months, they have noticed potassium (k+) drift with this bpm. This drifting occurs throughout cpb, occurring right after the first in-vivo calibration and continues even after subsequent recalibrations. An I-stat is used for comparison and very soon after the bom is set to match the I-stat values (in-vivo recalibration), the bpm k+ values rise even though there is no clinical reason to rise. It is not uncommon for the bpm k+ values to be > 2mmol/l higher than the lab. The other bpm values closely match the I-stat. This is not an intermittent issue, but occurs in most recent cases. There has been no change in prime solutions or medications and this does not appear to be related to specific patient populations. This unit has been potted notice of field correction (nfc) and the nfc was completed in (B)(6) 2013. The procedures were all completed, as schedules, with no delay and no associated blood loss. There was no harm observed or reported. The ccp stated the k+ inaccuracies were obvious and these values were not used to manage the patients. The ccp stated, the k+ values from the I-stat were used to treat the patients.